Event description:
The customer reported being hospitalized due to high blood glucose of 500mg/dl. The symptoms leading to her admission was nausea. The customer mentioned that she went to the emergency room needing an infusion set. The customer stated that she was not connected to the insulin pump. The customer called for assistance with the infusion set, and troubleshooting could not be performed at the time of call. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.